Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 due to a pelvic organ prolapsed and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent cystoscopy and hydrodistention on (B)(6) 2013 due to pelvic pain. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, hydro distention, urethral lysis of vaginal lesions and urethral dilatation on (B)(6) 2013 due to pelvic pain, frequency and hesitancy. No additional information was provided. (B)(4).